Event description:
It was reported that the clave leaked at syringe connection site while connected to a patient in the cvicu. There was no affect to the patient.

Manufacturer narrative:
The customer¿s report of a leak at syringe connection site was confirmed. Visual inspection of the valve noted no damage or any anomalies. Close inspection observed that fluid leaked out at the engagement of the syringe and valve. The samples were submerged underwater and the syringe plunger was depressed. A leak of air bubbles was observed at the same engagement. Functional and pressure testing confirmed leaking at the engagement of the syringe and valve. The root cause was identified as an issue with the non-bd syringe. The cause of the issue to the non-bd syringe is unknown.

Manufacturer narrative:
Concomitant medical products: non bd extension set; 2.5 ml monoject syringe, ref (B)(4), lot 1900564, exp 2021-03-31 0.9%, sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the clave leaked at syringe connection site while connected to a patient in the cvicu. There was no harm.